Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 521-78-32 - threaded pin size 3.0 collarless (B)(6). 521-78-36 - threaded pin size 5.1 collarless (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6). 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6). 02-010-04-0340 - logic cr femoral por, right, sz 4 (B)(6). 521-78-32 - threaded pin size 3.0 collarless (B)(6). 521-78-32 - threaded pin size 3.0 collarless (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6).

Event description:
As reported, approximately 7 years and 10 months post initial right total knee arthroplasty (tka), full explantation was performed due to the liner being affected by recall. Everything was removed and disposed of. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient-related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g3/g4, h4, h6 MDR section codes updated/corrected: g PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient-related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.